Manufacturer narrative:
Covidien reference number: (B)(4). The service engineer inspected the device an replaced the o2 sensor. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that during set up the 840 ventilator o2 sensor was not working. There was no patient involvement.

Manufacturer narrative:
The device was repaired and it was determined that the parts shelf life had exceeded the period of time recommended by the manufacturer. If information is provided in the future, a supplemental report will be issued.